Event description:
The device was returned by the customer for evaluation and repair for the issue of play with the forceps wire (levan operation), thereby the guiding wire was not staying in place. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide lens adhesive was peeled off causing a gap through which dirt can enter inside. This medwatch is being submitted for the reportable issue of light guide lens adhesive being peeled off as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide lens adhesive was peeled off causing a gap through which dirt can enter inside. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.